Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Technical support found that 1 of 3 patient samples failed due to sample integrity. The most probable cause of the reported event was due to api survey sample integrity.

Event description:
On (B)(6) 2016, a customer reported inaccurate pth api proficiency survey with the aia-360 analyzer. The customer is unable to run pth patient samples. Technical support spoke with the customer regarding discrepant pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.